Event description:
An intracranial pressure sensor was implanted on (B)(6) 2025. When this sensor is connected to the monitor, the monitor malfunctions (turns off and on again), preventing the sensor from being calibrated. Three other monitors are used with the same symptom. A fifth monitor, which had already been used with another intracranial pressure sensor and was functioning correctly, was tested: it exhibited the same malfunction as the previous four monitors. To date, the intracranial pressure sensor is still implanted.